Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was used with a watchman fxd access system (was) for the trans-septal puncture (tsp). The versacross wire was placed into the laa and the was was advanced to the ostium of the laa. A contrast injection was performed and a watchman closure device and delivery system (wds) was selected and prepared. The versacross wire was removed. Thrombosis strands were then identified in the laa at the tip of the was via transesophageal echocardiogram. Aspiration was performed through the was until no further thrombus was observed. Several strands of thrombus were seen in the syringe and the was was removed. A new was was utilized, tsp was re-performed and a wds was successfully deployed, released, and implanted in the intended location. Post-procedure the patient was neurologically assessed, and no issues were noted. The patient was discharged same day.